Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent spinal surgery due to stenosis at l2-3 and pseudoarthrosis at l5-s. Intra-op, tip of the screwdriver broke while attempting to remove screw at l3-s1. The screw driver tips were removed and no fragments of the products were remained in the patient. No patient symptoms or complication were reported as result of this event.

Manufacturer narrative:
Product analysis result: visual optical dimensional hardness visual and optical inspection confirmed approximately ~4mm of the instrument tip has been broken off and not returned for analysis. Fracture surface analysis reveals a fairly flat fracture with circular material flow, consistent with torsional overload. Dimensional inspection of the shaft diameter and material hardness confirms conformance to print specifications. The above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.